Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device displayed "defib pacer device failure" and "defib charging error" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device treatment summary was provided for review. The summary confirmed the error messages in the customer's report. However, without receipt of the device root cause could not be firmly established by the summary information. The customer was contacted multiple times requesting additional information: however were unsuccessful. Analysis of reports of this type has not identified an increase in trend.